Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted a metasul taper liner, hh/36 on the left side on (B)(6) 2011. In fall of 2013, it was found that she had high metal levels in her blood and a revision was needed. Revision surgery was performed on (B)(6) 2014.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Due to the fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
Investigation results were made available. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check was performed from (B)(4) and showed that the product combination was not approved by zimmer. Zimmer products were combined with m-cor femoral stem. Additionally, a zimmer biolox head was combined with a metasul insert which is also considered off-label use. Possible causes for the reported event according to sap dfmea : wear to head or liner -> due to surgeon does not follow surgical technique. Non approved combination of products. Wear to head or liner -> due to use of unapproved (non-metasul and competitor) head. Non approved combination of products. Based on the given information and the results of the investigation, we could identify a root cause for this issue. Off-label use, combination of product not allowed by the manufacturer (ceramic head combined with metal inlay). Moreover, stem is not a zimmer product. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. (B)(4).